Event description:
Boston scientific received information that this atrial lead had dislodged one day post implant. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be update if additional information is received.